Manufacturer narrative:
Additional information.

Event description:
Note: this manufacturer report pertains to one of three devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-00321, 3005099803-2016-00422, and 3005099803-2016-00426 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex colonic stent was implanted in the descending colon during colonic stent implantation procedure on (B)(6) 2016. During the procedure, after loading the jagwire guidewire (the subject to MFR report # 3005099803-2016-00426) into the tandem xl cannula (the subject to MFR report # 3005099803-2016-00422), the guidewire passed through the target lesion and the contrast image was observed. The wallflex colonic stent (the subject of MFR report # 3005099803-2016-00321) was deployed without any issues in the desired location. Immediately after the procedure, the physician noticed a contrast leakage in the abdominal cavity. The physician confirmed that the perforation was 2 cm from the edge of the stent flare. An open surgery was performed immediately to remove both the wallflex colonic stent and lesion from the patient. The patient was admitted to the intensive care unit after the surgery. The patient's condition at the conclusion of the surgery was reported to be stable. In the physician's assessment it is unknown which of these devices caused perforation. Additional information received on february 21, 2016. It was confirmed that the guidewire had been placed in the intestinal tract and no leakage was noted. The tandem was removed; however, the guidewire was unintentionally removed from the first placed location and was reinserted into the lesion. The wallflex colonic stent was then deployed without any issues in the desired location. The physician confirmed that the jagwire guidewire caused the perforation prior to the wallflex stent being placed.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of three devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-00321, 3005099803-2016-00422, and 3005099803-2016-00426 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex colonic stent was implanted in the descending colon during colonic stent implantation procedure on (B)(6) 2016. During the procedure, after loading the jagwire guidewire (the subject to MFR report # 3005099803-2016-00426) into the tandem xl cannula (the subject to MFR report # 3005099803-2016-00422), the guidewire passed through the target lesion and the contrast image was observed. The wallflex colonic stent (the subject of MFR report # 3005099803-2016-00321) was deployed without any issues in the desired location. Immediately after the procedure, the physician noticed a contrast leakage in the abdominal cavity. The physician confirmed that the perforation was 2 cm from the edge of the stent flare. An open surgery was performed immediately to remove both the wallflex colonic stent and lesion from the patient. The patient was admitted to the intensive care unit after the surgery. The patient's condition at the conclusion of the surgery was reported to be stable. In the physician's assessment it is unknown which of these devices caused perforation.